Event description:
Device issue: stent exposure. Time of device issue: during preparation. Adverse event: none. It was reported that during device preparation, the absolute pro package was opened and the stylet was removed. It was noticed that the distal end of the stent protruded over the end cap of the stent delivery system (sds), partially exposed from sheath , as if it were mislocated. However, the sds was inserted into a 6 fr sheath and advanced to the target lesion in the left superficial femoral artery. The sds did not cross the lesion and the sds with the undeployed stent was removed without difficulty. After removal, the stent was intentionally deployed outside of the body. There was no adverse pt effect. Though requested no additional info was provided.

Manufacturer narrative:
(B)(4). Eval summary: eval of the returned absolute pro self expanding stent system (sess) noted that the stent implant had been deployed and was not returned, consistent with the reported info that the stent was intentionally deployed on the table outside of the body. The distal sheath was fully retracted 120mm proximal to the tip. The handle lock was in the unlocked position. There was no damage noted to the sess. After opening the handle, it was observed that the rack was retracted in the proximal position. There were no anomalies noted to the internal mechanisms. The inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support, and is typically not associated with a product quality deficiency. Potential factors which could contribute to premature deployment prior to use include, but are not limited to, mfg, inadvertently pulling on the tip of the sess during removal of the tip mandrel, insufficient support during prep, kinks in the shaft, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. In this case, the reported premature deployment or stent being partially exposed from the sheath may be the result of the tip of the sess being inadvertently grasped while removing the tip mandrel, which may have pulled on the stent holder which exposed the distal end of the stent. However, because the stent was deployed outside the body prior to return, this could not be confirmed. As it was reported that after observing the stent was partially exposed, the sess was advanced into the anatomy, it should be noted that the product instruction for use (IFU) states: "inspect the stent through the transparent, amber colored delivery system sheath to verify that it has not been damaged during shipment, and that the stent does not overlap the proximal marker. Ensure that the stent is fully covered by the sheath. Examine the label on the housing assembly and verify that the stent is the correct diameter and length. Do not use if any defects are noted." Additionally, it was reported that the sess was used to treat the left superficial femoral artery. Therefore, it should be noted that the IFU states under indications for use, "the absolute pro .035 biliary self-expanding stent system is intended for palliation of malignant strictures in the biliary tree". A review of the finished device lot history records did not reveal any nonconforming material records for this lot and there have been no other incidents reported for this lot. Additionally, the lot release testing results were reviewed and this lot met all release criteria. Overall, a conclusive cause for the premature stent deployment, mislocated stent and failure to cross could not be determined. However, there is no indication in this case to suggest a product quality deficiency. During production, all sheathed stents are 100% visually inspected for stent location between the markers and verification that the stent is fully covered within the distal sheath. Production also inspects all shafts visually 100%.